Manufacturer narrative:
It was reported by the hospital contact that as per the doctor the presidio coil (pc418134330/g13125) could not be deployed. The product will be returned for analysis. The same detachment control box (dcb000005-00/f74577), connecting cable (ccb00015700/c27188), and echelon microcatheter (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. There was no clinically significant delay in the procedure due to the event. There were no damages noted on the coil after use. It was observed by the unaided eye through the hoop dispenser that the coil was not returned. A full search of the returned packaging failed to find the detached coil. Prior to removal of the device positioning unit (dpu) it was confirmed microscopically through the hoop dispenser that the coil was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for trace amounts of dried contrast granules which are difficult to remove from under the outer sheath at the resistive heating coil section. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The detachment fiber received heat and melted. The circumstances of how and when this coil was detached via through electrically induced heat generated by the enpower detachment control box (dcb) cannot be determined. No manufacturing defects were found. The dpu passed electrical testing with resistance at 52.6 ohms and the enpower systems ready green light illuminated. Without the return of the detached coil, with the detachment fiber receiving heat and melting, and with the dpu passing electrical testing the root cause of the coils reported non-detachment inside the target site cannot be determined. In addition, without the return of the coil, the complete detachment system, and the unspecified echelon microcatheter used in the complaint, it cannot be determined if these components contributed to the complaint event. Based on the information, the event was not confirmed. The coil was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: detachment control box ((B)(4)); connecting cable ((B)(4)); echelon microcatheter (details unknown).

Event description:
It was reported by the hospital contact that as per the doctor the presidio coil ((B)(4)) could not be deployed. The product will be returned for analysis.